Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption due to loss of attached tissue. Same patient as (B)(6).